Event description:
(B)(4). It was reported that angina and in-stent restenosis occurred. In (B)(6) 2012, the patient was presented due to non-st elevation myocardial infarction (mi) and was referred for cardiac catheterization. The index procedure was performed. Target lesion #1 was a de novo lesion located in the distal right coronary artery (rca) with 70% stenosis and was 22 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation and placement of a 2.50 mm x 24 mm ion stent. Following post dilatation, residual stenosis was 0%. Target lesion #2 was a long de-novo lesion located in the proximal rca extending to mid rca with 95% stenosis and was 36 mm long with a reference vessel diameter of 2.75 mm. The lesion was treated with pre-dilatation and placement of a 2.75 mm x 38 mm ion us coa stent. Following post dilatation, residual stenosis was 0%. Three days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient was presented with angina and was referred for cardiac catheterization. Coronary angiography revealed in-stent restenosis of mid rca and widely patent in distal portion. The patient was recommended for coronary angiography bypass (CABG). In (B)(6) 2013, the patient was hospitalized for planned CABG. The 80% focal restenosis of study stent in mid rca was noted. The patient underwent CABG with saphenous vein graft (svg) to rca. In addition, the diffuse stenosis of lad was treated with CABG two vessel (left internal mammary artery (lima) to lad and svg to diagonal) and patient also underwent distal rca endarterectomy. The event was considered resolved without residual effects. Seven days post procedure, the patient was discharged.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).